Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that since the device was implanted they had been having to charge the implant twice a day and the ins was shutting off whenever it wants to and it was worsening over the last 2-3 weeks. Pt mentioned that the implant showed it fully-charged; at 4am they woke up in severe pain and found out that the therapy was off and the implant was still at 40%. Pt mentioned the "controls" were not with them pt stated "so I would have not touched or accidentally done anything". Agent reviewed information with pt and redirected them to their managing healthcare provider (hcp) . Pt then mentioned they were getting a surgery on their shoulder "it maybe a couple of weeks before I could get to him". Pt confirmed that the surgery was not related to their device. Agent documented the information.